Manufacturer narrative:
The loaner device was returned to zoll medical corporation. The reported malfunction was observed and attributed to a damaged main knob. The main knob was re-installed to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main switch would not function. Complainant indicated that there was no patient involvement in the reported malfunction.